Event description:
It was reported that the patient experienced lower extremity numbness with new low back and lower extremity pain. An MRI was performed with contrast. The pump was reprogrammed; however, it was unclear if the pump was refilled or if a bolus was performed. The device system was used to deliver dilaudid, bupivacaine, clonidine and droperidol. It was indicated that droperidol was added and a dose change was made on (B)(6) 2013. It was later reported that the rate of infusion was decreased on (B)(6) 2013. The outcome was reported as an ongoing event. It was later reported that the catheter was replaced on (B)(6) 2013.

Event description:
Additional information was received and it was reported that they were unable to remove the catheter from the scar tissue. The outcome of the event was reported as ¿resolved without sequela ¿ resolved (B)(6)-2013¿.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported they were unable to remove the catheter from scar tissue. The catheter was capped and tied off x3 and secured to the fascia. A new catheter was implanted. The patient achieved increased pain relief and resolution of numbness following the revision.

Manufacturer narrative:
(B)(4).